Event description:
Estimated pump reservoir volume on the programmer was 10ml but the actual pump reservoir volume was 14 ml. Pt has increased tone over the past week. The hcp plans to perform a pump roller study.